Event description:
It was reported that removal difficulty occurred resulting in additional intervention. The 3.00mm x 12mm nc emerge balloon catheter was selected for use. During the procedure, the balloon got snared on a stent and the distal end of the catheter sheared off in the vessel. Attempts were made to snare the broken piece, but they were unsuccessful. St segment elevation was noted, and the patient was admitted to the hospital. The physician remarked that the patient would likely lose that diagonal artery. Additional information has been requested but not yet received.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.